Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out the infusion set: customer's blood glucose was 365 mg/dl. As pump supplies had been changed, tandem technical support was unable to determine cause of occlusion.